Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance, measuring greater than 3000 ohms. In addition, high threshold and noise were noted. Threshold performed revealed no capture at 5v at 2ms. The physician decided to reprogram the device and will continue monitoring the patient. No adverse patient effects were reported. This ra lead remains in service.